Event description:
It was reported that a patient, who had a tka, underwent a revision procedure, approximately 3 years 8 months post the initial procedure. The patient was suffering from patellar component loosening & polyethylene wear¿induced synovitis. A synovectomy was performed. The patella & tibial insert were exchanged. No x-rays or imaging were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: 02-010-02-0335 - comp fem logic sans cim t3.5 droit: (B)(6). 02-012-45-3535 - emb tib fit logic a cim t3.5f/3.5t: (B)(6). 204-32-01 - tige extension diam 12 lg 11: (B)(6). (B)(6) -should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.